Event description:
It was reported that the 3 ml bd luer-lok ¿ syringe with attached bd ¿ blunt fill needle had molding defect with sharp protrusion. Report 1 of 2. The following was received by the initital reporter: issue: while disposing of a 3ml syringe, I felt a cut to my hand. Upon inspection, I found the syringe was defective. The plastic bubbled out causing a small hole near the base of the syringe. Fortunately, it did not seem to interfere with the administration of the medication and did not break skin. I retrieved the packaging, placed it with the syringe in a biohazard bag and notified the materials management tech who was on the unit. She took the faulty product and said she would report it. Within that same hour, a nurse reported another defective 3 ml syringe. As she wasted ativan, she noted the bevel inside the syringe was warped, causing a discrepancy of approximately 0.2 ml, significant for the medication she was giving which totaled 0.5 ml. Again, the product was removed from service and the packaging retrieved. After calling materials management to report this latest defect, I was told she had thrown the packaging and faulty syringe away and had not noted the lot number or escalated the issue. These were most likely from the same lot. The other syringes next to it in the bin were all from this lot.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
One sample was received by bd. A quality engineer was able to review the sample of a 3ml luer-lok syringe from lot #3061776 regarding item #305060 with the reported complaint of ¿molding defective¿. The sample consisted of an opened package and a top web slip with all applicable product information on both. The plunger rod w/ stopper attached, and barrel were separated, no needle was included. The barrel did have gate flash within acceptable limits and was not sharp. The condition observed is acceptable per product specification. Since the condition observed is within the acceptable limits, no corrective actions are necessary. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3061776. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.